Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the treatment the catheter got separated form the suture wing. Catheter was replaced to continue the treatment. There was no reported patient injury.